Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted (B)(4) medical to report that their vac pac patient positioning support device does not hold suction. There was no report of death, serious injury or delay in treatment. No patient involvement was also reported. The vac pac device had been purchased in (B)(6) 2015 and has been destroyed at the user facility.